Manufacturer narrative:
Manufacturer's ref (B)(4) during an internal review on 14-jun-2022, it has been determined that the proper medical device problem code for this event is material too soft / flexible (a040608). Therefore, the h6. Medical device problem code has been updated. This event will no longer be considered MDR reportable under manufacturer report number .

Manufacturer narrative:
On 18-nov-2021, the biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 20-dec-2021. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a rough sheath shaft issue occurred. The vizigo¿ sheath had a problem and could not advance through the transseptal. The needle crossed but the vizigo¿ sheath could not. The vizigo¿ sheath went in without an issue and had no apparent defect at that time, however, it would not cross the septum. When the sheath was pulled out, the tip had somehow become bunched up after insertion, preventing it from crossing the septum. The vizigo¿ sheath was replaced and the issue was resolved and the case continued. The procedure was completed successfully with no patient consequence. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and functional evaluation of the returned device. Visual analysis of the returned sample revealed that the vizigo¿ sheath was found in normal condition, also the brim cap, the hemostatic valve, and silicone ring were found in good condition. A functional test was performed, in accordance with bwi procedures. The vessel dilator and stsf catheter were introduced into the vizigo¿ sheath and no resistance was felt. The od vessel dilator was measured, and it was within specifications. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. The device history record (DHR) for lot number 00001774 has been received and no internal actions related to the complaint were found during the review. Based on the DHR, the h4. Device manufacture date field has been updated. The instructions for use contain the following recommendations: -prior to inserting the device into the patient, pre-assemble sheath, dilator, and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. -if resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath the event described could not be confirmed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a rough sheath shaft issue occurred. The vizigo¿ sheath had a problem and could not advance through the transseptal. The needle crossed but the vizigo¿ sheath could not. The vizigo¿ sheath went in without an issue and had no apparent defect at that time, however, it would not cross the septum. When the sheath was pulled out, the tip had somehow become bunched up after insertion, preventing it from crossing the septum. The vizigo¿ sheath was replaced and the issue was resolved and the case continued. The procedure was completed successfully with no patient consequence.